Event description:
It was reported that the customer received a button error on the insulin pump, after the reservoir had leaked, causing moisture damage. The customer's blood glucose was not known. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports on this event. Please see medwatch 3004209178-2013-97173.